Event description:
It was reported, the patient had side and back pain that continued to increase a couple months post implant. The pain increased when the patient turned on the stimulation. X-rays were done as well as blood work and diagnostic tests. Nothing could be found as the reason for the pain. The patient wanted the system removed and had an appointment scheduled with health care provider to discuss. Patient is alive with injury. Patient had pain in side and back as well as spasms and tingling down the legs. The patient did require hospitalization. The patient had gone to the ER three times due to the pain and was admitted for testing once. No action had been taken in regards to the system, but might be planned after the patient's appointment. Follow up reported, the patient was seen by the health care provider. Impedance were all within range. The patient had stated they wanted the device out by (B)(6), but it was unknown if that had been scheduled or not. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).